Event description:
The report stated that during a procedure a covidien lp (formerly valleylab) electrosurgical pencil was placed on pt's chest, not in holster, by the surgeon. The surgeon accidentally leaned against the pencil and activated it. The pt sustained a 2mm by 1mm deep burn on the left breast.

Manufacturer narrative:
The pencil was disposed of by the site, but did confirm this was an accidental activation caused by the dr leaning his elbow on the device. The customer confirmed this was a covidien lp pencil, but did not know the catalog number. However, from the description in the medwatch, it would be a disposable pencil with a holster. The IFU for this type of prod contains the warning: "when not in use, place active accessories in a holster or in a clean, dry, non-conductive, and highly visible area not in contact with the pt. Inadvertent contact with the pt may result in burns."